Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/22/2021.   A picture was received for evaluation. Upon to visual inspection of the picture, a labeled winding former, a detached needle and a dispensed suture of product could be observed. In addition, also was noted an needle/suture combination that appears to be a monocryl product. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused the reported complaint, since the sample was not returned for analysis. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial procedure? [Ans: skin closure] could you please confirm how many devices present the issue (pull off suture needle)? [Ans: 1 pc was involved in the reported case] a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a skin closure procedure on (B)(6) 2020 and suture was used. During the procedure, the suture got detached from needle. There were no adverse patient consequences reported. Additional information was requested.